Manufacturer narrative:
Gtin/UDI number for item 8100adxen917, sn (B)(4) is (B)(4). The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 9:25 am on (B)(6) 2017 the pump module was programmed to infuse penicillin g at a rate of 100ml/hr for 30 minutes. The device alarmed once for patient side occlusion at 9:27 am and the user restarted the infusion. Then at 9:50 am, the user channeled the device off. A few seconds later, the user powered on the system and programmed the device to infuse penicillin g at a rate of 50ml/hr for 1 hour. Approximately two minutes later at 9:52 am the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 38.2ml. It is unknown why the user channeled the device off at 9:50 am and then again at 9:52 am. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. The root cause of the overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that a nurse programmed a pump to infuse penicillin g (2 million u/50ml) over 30 minutes however the pump kept alarming for an unspecified reason. The nurse changed the infusion duration to 55 minutes however the medication infused within 15 minutes. There was no patient harm.